Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained when the customer was processing (B)(6) proficiency fluids on a vitros 5600 integrated system. A definitive cause of the lower than expected vitros ipth results was not established. There was no evidence to suggest an instrument malfunction was likely because precision testing following the event was within acceptable guidelines. However, because precision testing was not conducted around the time of the event, an instrument issue cannot be completely ruled out as a contributor to the lower than expected vitros ipth results. The customer was following the (B)(6) protocol for fluid handling. However, an (B)(6) fluid issue cannot be completely ruled out as a contributor to the event because the issue was isolated to the api proficiency fluid results. A vitros ipth reagent issue is an unlikely contributor to the event, as quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot 1111.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected vitros intact pth (ipth) results obtained from (B)(6) proficiency fluids when tested on a vitros 5600 integrated system. (B)(6) sample 1 proficiency fluid, vitros ipth result of 23.14 pg/ml versus the expected result of 42.40 pg/ml (B)(6) sample 3 proficiency fluid, vitros ipth result of 65.13 pg/ml versus the expected result of 98.72 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were obtained when the customer was processing a non-patient proficiency fluid. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).